Manufacturer narrative:
Product event: (B)(4).

Event description:
During routine testing, the biomed was testing output settings on the generator with a tna device and reported high output. The output settings are unknown. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.